Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device not working well. The ipp pump and cylinders were then explanted due to a broken cylinder. The reservoir was left in place because it was checked and found to be fine. A new set of ipp pump and cylinders were implanted. The patient was stable following the surgery and there were no complications reported.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observations of mechanical issues and cylinder fracture. The observed anomalies were determined to be the most probable cause of the reported events. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders were visually inspected, microscopically examined, and leak tested. One cylinder had a hole from avulsion and outer tube detachment, and sharp instrument damage with leak was noted consistent with explant damage; therefore, it was not pressure tested. The other cylinder passed all tests performed. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. The pump did not pass activation testing. Product analysis confirmed the reported allegations, as the observed anomalies are likely to have affected the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) device was not working well. The ipp pump and cylinders were then explanted due to a broken cylinder. The reservoir was left in place because it was checked and found to be functional. A new ipp pump and cylinders were implanted. The patient was stable following the surgery and there were no patient complications reported.